Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The event that occurred on (B)(6) 2018, was previously reported to the FDA under MFR# 300811247-2018-0095.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The ten (10) month routine follow-up showed the presence of a type ia endoleak and sac growth. On an unknown date, a re-intervention was performed by a different physician at a different hospital where a non-endologix stent was implanted; however, a follow-up CT performed on an unknown date revealed that the endoleak was still present. The physician elected to convert the patient to open surgical repair and explant the stent graft. Reportedly, the patient tolerated the surgery well. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The post placement of a non endologix stent, and the explant (partial) is confirmed. Procedure, use or anatomy relatedness could not be determined. The patient was reported as doing well. The clinical assessment determined that there was evidence to reasonable suggest continued proximal endoleak (indeterminate) post explant procedure. This was discovered during the review of the event CT image study, ten months post implant. The contributing factors for the additional finding of persistent type ia endoleak was most likely the device movement post partial explant. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.